Manufacturer narrative:
Concomitant medical products: product ID: 309333, lot# 0203692931, product type: lead. Product ID: 3095, serial#: unknown, explanted: (B)(6) 2021, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that when changing an empty ipg 3023 to new 3058, the electrode did not fit properly into the shaft of the 3058. An impedance measurement confirmed that the two components were not correctly joined together. Impedance over 4000 ohms. When trying to pull the electrode again with the screw connection loosened or outwards, the electrode did not move in any direction, neither forwards nor backwards. The insulation on the electrode only pulled so that one was afraid to tear it off. Due to lack of time, the doctor decided to end the operation and postpone continuation and removal of the electrode to another appointment. Presumably the electrode would then have to be removed and possibly also the ipg 3058 if the electrode could not be pulled completely out of the shaft.